Event description:
It was reported that the device fractured. The 2.1mm jetstream xc atherectomy catheter was used during an atherectomy to treat a severely stenosed superficial femoral artery with moderate tortuosity and concentric calcification. During device rotation, the non-boston scientific guidewire wrapped around the catheter, causing the tip to break and prevented the device from advancing. The procedure was successfully completed using another jetstream catheter, with no patient complications, and the patient fully recovered.